Event description:
A customer contacted baxter technical services(bts) regarding assistance with a system error 2240 alarm during dwell 2 of 6 on the homechoice machine(hc). The home patient(hp) stated the hc alarmed system error 2367 alarm. The technical service representative(tsr) assisted the hp to cycle power to get to 'press go to start'. The tsr assisted the hp to review the alarm log. The hc displayed system error 2240. The tsr advised the hp to start over with all new supplies or perform therapy with manuals. The tsr advised the hp to inform their nurse of the alarm. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation the root cause of the report was undetermined.